Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration of implant / migration of essure device location of device: right side moved down in to uterus / expulsion of essure device"), menorrhagia ("abnormal bleeding (menorrhagia)") and oophorectomy bilateral ("bilateral oophorectomy") in a 32-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included overweight, iodine allergy, uterine bleeding, endometritis, malaise and irregular periods. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), oophorectomy bilateral (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), ovarian cyst ("ovarian cysts"), hormone level abnormal ("hormone fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), cystitis ("constant bladder infections"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (in (B)(6) 2015 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, menorrhagia, ovarian cyst, hormone level abnormal, vaginal haemorrhage, allergy to metals, cystitis, headache, dyspareunia, fatigue and weight increased outcome was unknown, the pelvic pain and migraine had resolved and the urinary tract infection was resolving. The reporter considered allergy to metals, cystitis, device expulsion, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, oophorectomy bilateral, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "ovarian cysts, hormone fluctuations, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, constant bladder infections, urinary tract infection, migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain, bilateral oophorectomy", reporter, lot number added from pfs. Historical and concomitant condition, lab test added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device expulsion ("migration of implant / migration of essure device location of device: right side moved down in to uterus / expulsion of essure device"), menorrhagia ("abnormal bleeding (menorrhagia)") and oophorectomy bilateral ("bilateral oophorectomy") in a 32-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included overweight, iodine allergy, uterine bleeding, endometritis, malaise and irregular periods. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In january 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), oophorectomy bilateral (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), ovarian cyst ("ovarian cysts"), hormone level abnormal ("hormone fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), cystitis ("constant bladder infections"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), and surgery (in (B)(6) 2015 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, menorrhagia, ovarian cyst, hormone level abnormal, vaginal haemorrhage, allergy to metals, cystitis, headache, dyspareunia, fatigue and weight increased outcome was unknown, the pelvic pain and migraine had resolved and the urinary tract infection was resolving. The reporter considered allergy to metals, cystitis, device expulsion, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, oophorectomy bilateral, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 178 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.